Event description:
Reportedly, during testing, the ventilator stopped with a 'device alert' and 'con proc failed' alarm. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
(B)(4).